Event description:
The lay user/pt contacted lifescan (lfs) in 2006 alleging that the meter displayed the apply sample icon. A med affairs spec (mas) spoke to the pt in 2006 and obtained / verified the following info. The pt had been feeling really sick for the past three weeks and claims she has been unable to test her blood glucose because of the apply sample icon. In 2006, the pt felt horrible and contacted emergency svs. When they arrived they tested the pt on their meter and received an hi. She was taken to the ER where her blood glucose was 700 mg/dl, and was put on an insulin drip. Her blood pressure was 80/48. The pt released in 2006. Pt does not know the diagnosis; however, claims prior to this incident her readings have been high. After being released pt purchased a new meter. When the meter had not been working she still took her set amount of insulinl her diabetes regimen changes reaularly and claims her new regimen is now lantus (40u set amount) at bedtime. The pt does not remember the name or how much she took prior to the event. A couple of days prior to the event she tried to test and was unable to obtain a reading and contacted emergency svs and they advised her to eat something. She claims she ate; however, still did not feel better. She did not seek further med attention till 2006. The pt was using the correct vial of test strips and the techniques of applying blood on the test strips was correct. A customer care agent (cca) had the pt retest (using proper technique) using subject test strips and a new vial of test strips and apply sample issue presisted. Cca sent the pt a replacement meter. The complaint is being reported since the pt was unable to test on her meter and was tested by a med professional